Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was reportedly broken and the physician fixed it. There was no further information provided. As of this time, the lead remains in service. No additional adverse patient effects were reported.